Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas and alleged that the patient experienced a blood glucose of 0 mg/dl with cognitive impairment, severe dizziness, seizure and was unconscious associated with the time/date reset. This malfunction is being ruled out based on the following: the patient stated that the time and date defaulted to factory settings after the battery was replaced. The pump displays the verify screen after it is rebooted and the time and date must be set to confirm the verify screen. The issue is not likely to cause an adverse event. Reportedly, the patient resumed the insulin pump and was treated by paramedics with a glucagon injection and glucose tablets/gel. This report is being made due to the bg excursion the patient experienced while on insulin pump therapy.

Manufacturer narrative:
Follow-up #1: date of submission 04/12/2016 device evaluation: the device has been returned and evaluated by product analysis on 04/01/2016 with the following findings: a time/date reset t default settings was unable to be verified in the black box. The total daily dose history dated (B)(6) 2016. Evaluation revealed the internal clock battery on the pcb board had failed. The pump would not retain the user programed date and time settings upon removal of the primary aa battery. When a new aa battery is inserted the pump displays the default date and time which must be manually confirmed (or reset) by the user in order to proceed. The daily insulin delivery totals correctly reflected the user's programmed basal rates and the pump passed a delivery accuracy test and was found to be delivering within required range and delivering accurately. Unrelated to the original complaint, the battery compartment was cracked. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. (B)(4).